Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system during prime and insulin was squirting out of the tubing. The insulin pump was not bumped or dropped. The drive support cap is recessed. Blood glucose value is unknown. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was out of warranty and a loaner device would be sent but the product would not return for analysis.

Manufacturer narrative:
The pump was received with high currents due to a corroded battery tube. The pump was unable to prime during the prime test due to a loose/protruded drive support disk. No compromised force sensor system alarm was noted. The pump had minor scratches on the lcd window, a cracked case near the display window corners, cracked battery tube threads, a cracked reservoir tube lip, a cracked reservoir tube, and a cracked reservoir tube window.